Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event, of damaged o-rings in the mpu power lead connectors, was confirmed when the unit was checked by technical service. Both the o-rings on both the black and white power cable connectors were worn and frayed. The mpu patient cable was replaced. The mpu battery door was also damaged; the bottom housing was replaced. The software on the mpu was upgraded to the current version. The mpu was tested and returned to the rental/loaner pool. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the device was returned for routine maintenance. The technician recognized a damaged connector isolation. No further information was provided.